Event description:
The customer reported a power supply problem. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a power supply problem. The device was evaluated by a philips fse. The system was clarified as a failure to power up via ac power. The ac inlet was reconnected to resolve the issue.